Event description:
It was reported that the patient presented to the emergency room with high impedance and loss of capture. During the procedure the right ventricular lead functioned appropriately on the analyzer, but would not capture in the bipolar configuration when connected to the device, so the physician decided to replace the device as well as the lead. It was also reported that the battery was depleting quite rapidly and premature depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.